Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator implanted: (B)(6) 2008; product ID 5076-52 implantable pacing lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported the patient received inappropriate shocks during use from what appeared to be a fractured right ventricular (rv) lead. Rv lead noise was noted on the electrogram (egm). Oversensing with noise and loss of capture was noted for the atrial lead as well. The rv lead was explanted and replaced, while the atrial lead was capped and replaced. No further patient complications have been reported as a result of this event.